Manufacturer narrative:
Citation: spaziano et al. Computed tomography predictors of mortality, stroke and conduction disturbances in women undergoing tavr: a sub-analysis of the win-tavi registry. J cardiovasc comput tomogr. 2018 jul - aug;12(4):338-343. Doi: 10.10 16/j.jcct.2018.04.007. Epub 2018 apr 27. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding computed tomography (CT) predictors of mortality, stroke and conduction disturbances in women undergoing transcatheter aortic valve implantation (tavi). All data were collected from a multi-center prospective registry of women with severe symptomatic aortic stenosis undergoing tavi. The study population included 547 patients (all female, mean age 82.8 years), 218 of which were implanted with a medtronic corevalve and 35 with a medtronic evolut r. No serial numbers were provided. Among all patients, 63 deaths occurred at one-year follow-up. No further details were provided. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: annulus rupture, tamponade, coronary occlusion, device embolization, moderate to severe paravalvular leak (pvl), stroke, transient ischemic attack (tia), myocardial infarction (mi), major vascular complication, major or life-threatening bleeding, new left bundle branch block (lbbb), new atrial fibrillation, new pacemaker implant, acute kidney injury, conversion from transcatheter to surgical procedure, and intervention to implant a second transcatheter valve as tav-in-tav. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.